Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter reading inaccurately high compared to another meter. The reporter indicated that the subject meter reading was "15 points higher" than another meter. Specific values were not provided on either meters at the time of troubleshooting. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.